Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. Device manufacture date is currently unavailable. A of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified pediatrics surgical procedure, it was discovered that the reamer device broke and a second reamer device was discolored at the tip. During subsequent follow-up with the customer, it was confirmed that one of the reamer devices was discolored. It was further reported that the discoloration could be due to hear or corrosion; however, the reporter could not confirm it the discoloration was from overheating. There was a thirty minute delay to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The procedure was completed successfully. There was no undesirable outcome. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was colored yellow at the tip for about 6mm. Therefore the reported condition was confirmed. It was determine that the yellow coloration indicated that the device got hot during use. It was determined that this was due to the improper use, e.g. The reamer may have been used for drilling a hole or at too high of speed. It was noted that the reamers are not suitable for drilling as the tip is not sharpened, so the devices will heat up when in use. The assignable root cause was determined to be due to improper use of the device which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate